Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified through a review of the event history log or reproduced. The ultrasonic sensor reading was found to be out of specification. The ultrasonic sensor was replaced to correct this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.